Manufacturer narrative:
Additional information: based on the received information from the field, damage to the active electrode likely caused by device minute mobility is very likely. In addition two channels were left out of cochlea at the time of implantation. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient does not have hearing perception with the device. No trauma is explicitly reported. No swelling over the implant site. Re-implantation is considered but not yet scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user does not have hearing perception with the device. No trauma is explicitly reported. Reimplantation is considered.

Event description:
The recipient did not have hearing perception with the device. No trauma was explicitly reported. No swelling over the implant site. The recipient was re-implanted on (B)(6) 2019 with a shorter electrode array per surgeon request. A full insertion with the new device array was achieved.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally, wire breakages due to excessive mechanical stress were observed. In addition two channels were left out of cochlea at the time of implantation. This is a final report.